Event description:
It was reported that during a lap splenectomy procedure, the device was difficult to fire and produced malformed staples. Another device was opened to complete the procedure. Procedure time extended by five to two minutes. No pt consequence.